Manufacturer narrative:
The reported event was confirmed as manufacturing related. A potential root cause could be due to a machine error during the dipping form selection process. As the event was found to be manufacturing related, it is deemed to be a failure of specifications. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. A labeling review is not required as the reported event was found to be manufacturing related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the urethral catheter was deformed. Follow up via phone on 08dec2020, customer stated that the catheter was too curved which resulted to unusable. Per sample evaluation, it was found that the coude indicator bump was misaligned with the catheter tip.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the urethral catheter was deformed. Per follow up via phone on (B)(6) 2020, customer stated that the catheter was too curved and was left unusable. Per sample evaluation, it was found that the coude indicator bump was misaligned with the catheter tip.